Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s battery cap did not screw in correctly, had no delivery alerts gets frequently every 8 to 10 days and went through a lot of wasted insulin because of the up and down arrows buttons which speed up really fast and can cause misdosing and motor sounds super loud. Customer's blood glucose value was unknown. Customer declined to report to 24 hours helpline technical support department. The device will not be returned for analysis.